Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a product for failure analysis evaluation. A review of the provided images was performed. The image 1 of the instrument shows an sp monopolar cautery instrument with a broken instrument tube adapter, the most distal component of the instrument that accepts the tip accessory. The fragment from the tube adapter is not pictured and it is difficult to say from the image provided if the instrument¿s electrical contacts are missing or not. The 2nd and 3rd images of the tip accessories appear to show an mci tip accessory. It did not appear that any pieces were missing; there were potential abrasions on the retaining cover, but the accessory would need to be returned to confirm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clamp jammed on the monopolar cautery instrument and the jaw broke. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage or anything unusual was observed at that time. The exact surgical task being performed when the device fragment fell inside the patient is unknown, but it occurred during the manipulation of tissue. The surgeon believes that the breakage and subsequent fragment falling were likely caused by a manipulation error. The duration for which the instrument/accessory had been in use prior to the issue is also unknown. During the surgical procedure, the surgeon did not notice any problems with the functionality of the instrument. However, the instrument did collide with other instruments or hard materials during the procedure, and it was during such a tip/accessory collision that the fragments fell inside the patient. It is unclear whether the instrument was removed prior to the breakage or if the wrist was straightened before removal; however, the surgical staff did feel resistance upon removal of the instrument through the cannula. Upon final removal, it remains unknown if the wrist was straightened or if resistance was experienced, but the staff did notice damage both to the cannula and to the instrument after the event occurred. The fragments were retrieved from the operating site, where visibility was reduced, with the surgeon using robotic forceps to locate the fragment and exposing it for the operating room staff, who retrieved it using laparoscopic forceps inserted via the auxiliary trocar. All fragments were visually accounted for, confirming complete retrieval, and no additional surgical procedures were required for fragment removal. Additionally, no post-operative imaging such as x-rays or ultrasound was performed to check for remaining fragments. The procedure was successfully completed robotically without conversion to open or laparoscopic surgery. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object. The instrument and associated accessories, as well as the retrieved fragment, are available for return to isi for evaluation.